Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was rapidly depleting and the touchscreen was not fully illuminating. There was no reported impact to customer's blood glucose and customer declined follow up from tandem technical support.